Event description:
The manufacturer received information alleging the inlet screw hub cracked, top left cracked and feet missing. There was no harm or injury reported. During the evaluation of the device, the reported issues were confirmed, along with a hw power fail and one of the speakers having a much lower pitch or tone then the other. Pca board needs to be replaced to resolve the issue. The customer has asked that the device not be repaired. The device will be returned unrepaired.